Event description:
Recent hospitalization with angioplasty and a stent to his circumflex. Admitted now with recurrent jaw discomfort, unstable angina. On 6/11/96 had coronary arteriography, ptca lcx distal to previous stented area, attempted stent deployment and lost stent in the lmca retrieved with small balloon and snare. Then long inflation with perfusion balloon followed by 3.0 another co stent. (This pt had sign. Split in vessel). Was attempting to cross lesion with stent, sheath pulled back on stent catheter. Stent off balloon but over guide wire. Snare inserted, stent snared and pulled out through modified guide catheter).